Event description:
User reports vitamin b12 results that do not meet the clinical picture for one pt: previous results generated from different analyzer, analyzer #1: see scanned table. Previous results generated from different analyzer, analyzer #2: 2007 69.200 pg/ml; about one month later 49.300 pg/ml; 2008 65.300 pg/ml. Results generated from this analyzer: three months later, 2000 (no units provided, flag instructs operator to rerun). In the next day, 2000 diluted (no units provided, result flag instructs operator to rerun). Same day 2000 diluted (no units provided result flag instructs operator to rerun). Pt is not currently taking vitamin b12 supplement. User does not state pt was adversely affected. If additional info is received, appropriate notification will be provided.